Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with their sensor. It was reported that the customer states the sensor readings were off. It was reported that the customer's blood glucose level was 205.2mg/dl. It was reported that the customer had blood at site when the sensor was removed, and the cannula was noted to be bent. It was reported that the device would be replaced.